Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient contacted their location of purchases and stated that the lenses from one box, purchased in (B)(6) 2020, caused corneal ulcer(s) in the left (os) eye. The incident resolved and the patient resumed use with lenses from a different box without issue. The patient sought medical treatment elsewhere. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.